Event description:
Reprise iii study. It was reported that congestive heart failure and death occurred. The subject was randomized into the reprise iii study in (B)(6) 2015 and the index procedure was performed five days later. Prior to index procedure, heparin or other anticoagulant was given. The subject received loading doses 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 27 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. One day later, the subject was discharged on aspirin and warfarin. In (B)(6) 2019, 1515 days post index procedure, the subject died. Per the death certificate, the immediate cause of death was congestive heart failure. Autopsy was not performed.